Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor received a pairing failed alert with the ilet system, resulting in intermittent communication failure between the devices and preventing successful connection until guided setup placed the sensor into warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet, associated with the device¿s electrical and magnetic components and the antenna involved in data transmission. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.